Event description:
It was reported by a MFR (B)(4) operations mgr that the fiber fractured about 1/4 of an inch back to the fiber blue outer sheath. There was no bending of the scope and no mechanical damage from the pt's stone. The event occurred at 0.6 joules, 5 hertz and 11,073 pulses.